Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 126 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.